Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® (B)(6) bi-directional navigation catheter and suffered thrombosis which required the administration of heparin. Halfway through the procedure, a clot was noticed in the right atrium. The clot was discovered by intracardiac echocardiography (ice) with a sterilmed reprocessed soundstar 8f eco catheter. No medical intervention was provided. The reporter stated that 5 to 10 minutes after the clot was discovered, the clot was no longer observed on ice. The patient was reported to be in stable condition. The cause of the clot is unknown. Additional information was received on (B)(6) 2021. It was reported that this adverse event was discovered during use of biosense webster products. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Medical intervention provided was the administration of 5000-unit bolus of heparin. The patient fully recovered with no residual effects. The patient did not require extended hospitalization. Relevant tests/laboratory data: tee was performed prior to procedure start, observed no clot. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. The generator parameter was power control mode. The noted temperature, impedance and power were as follows: resting temp (not on ablation) was approx. 28 deg c, power was 50w, impedance unknown. It is unknown if the patient was anticoagulated. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The physician drags the ablation catheter, so the duration of the ablation used was greater than 60 seconds but at no point was it greater than 120 seconds in any given spot. The reporter is not aware of the average contact force being greater than 40 grams or greater than 25 grams or if there were any ablations that used forced above 40 g for any extended periods of time. An irrigation rate outside of those prescribed was not used. The pre-ablation high setting was at default. Heparinized normal saline was used as the irrigation fluid. Carto visitag module was used and the settings were respiration gating enabled, stability range 2mm, stability time 3sec, (force over time) fot 25% over 3g, tag size 3mm radius. Color option used prospectively was impedance.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® (B)(6) bi-directional navigation catheter and suffered thrombosis which required the administration of heparin. Halfway through the procedure, a clot was noticed in the right atrium. The clot was discovered by intracardiac echocardiography (ice) with a sterilmed reprocessed soundstar 8f eco catheter. No medical intervention was provided. The reporter stated that 5 to 10 minutes after the clot was discovered, the clot was no longer observed on ice. The patient was reported to be in stable condition. The cause of the clot is unknown. Additional information was received on (B)(6) 2021. It was reported that this adverse event was discovered during use of biosense webster products. The physician¿s opinion regarding the cause of this adverse event is that this is procedure related. Medical intervention provided was the administration of 5000-unit bolus of heparin. The patient fully recovered with no residual effects. The patient did not require extended hospitalization. Relevant tests/laboratory data: tee was performed prior to procedure start, observed no clot. The system did not present any error messages and the physician/user did not see any product problem. There were no issues related to temperature and flow on the catheter. The generator parameter was power control mode. The noted temperature, impedance and power were as follows: resting temp (not on ablation) was approx. 28 deg c, power was 50w, impedance unknown. It is unknown if the patient was anticoagulated. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. The physician drags the ablation catheter, so the duration of the ablation used was greater than 60 seconds but at no point was it greater than 120 seconds in any given spot. The reporter is not aware of the average contact force being greater than 40 grams or greater than 25 grams or if there were any ablations that used forced above 40 g for any extended periods of time. An irrigation rate outside of those prescribed was not used. The pre-ablation high setting was at default. Heparinized normal saline was used as the irrigation fluid. Carto visitag module was used and the settings were respiration gating enabled, stability range 2mm, stability time 3sec, (force over time) fot 25% over 3g, tag size 3mm radius. Color option used prospectively was impedance.

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 08-dec-2021. The device evaluation was completed on 14-dec-2021. It was reported that a 48-year-old male patient underwent an atrial flutter right (r-afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered thrombosis which required the administration of heparin. Halfway through the procedure, a clot was noticed in the right atrium. The clot was discovered by intracardiac echocardiography (ice) with a sterilmed reprocessed soundstar 8f eco catheter. No medical intervention was provided. The reporter stated that 5 to 10 minutes after the clot was discovered, the clot was no longer observed on ice. The patient was reported to be in stable condition. The cause of the clot is unknown. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and an evaluation of all features of the catheter. Visual analysis of the returned product revealed that no damage or anomalies were observed on the thermocool® smart touch® sf bi-directional navigation catheter. Per the event, several tests were performed. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. Initially, the lot number was reported as unknown. However, based on the returned device, the lot number was able to be retrieved. Therefore, the d4. Lot , d4. Expiration date, and h4. Device manufacture date have been updated. A manufacturing record evaluation (mre) was performed for the finished device 30634409l number, and no internal actions related to the reported complaint condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of bwi's quality process. No malfunction was observed during the product analysis. The instruction for use states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).